Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
Customer reported via phone call that crack was seen on screen on insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.